Event description:
Clinic notes dated (B)(6) 2014 note that the patient reports that she experienced an increase in seizure events after not feeling the device stimulation for several weeks. It was also noted that the patient uses the magnet to disable the device to avoid apnea at night. No additional relevant information has been received to date.